Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment with visible air in the circuit. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the circuit. Facility staff attributed the air to issues with the pt's catheter. There is no evidence of a device malfunction. The cycler alarmed appropriately. The pt now has a fistula. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.